Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. Reportedly, the battery gauge dropped from 70% to 2%. The battery gauge later jumped from 20% to 80% while disconnected from a power source. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.